Event description:
It was observed that during device evaluation, the insertion tube side and light guide lens side of the colonovideoscope was clogged with white residual causing no air/water flow. Further information indicated that the patient's colonoscopy and anesthesia were delayed by 1 hour as there was a lack of air through the scope during testing prior to the procedure. The procedure was completed with a different device in an alternate operating room without further incident. There were no reports of patient harm.